Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not fixate the mesh adequately. The sample is expected to be returned for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020. The precautions section of the instructions-for-use (IFU) supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. If/when the sample is returned and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
It is reported that, during a transabdominal pre-peritoneal (tapp) bilateral inguinal herniorrhaphy procedure, a bard/davol sorbafix enhanced fixation device was used. As reported, the fasteners did not fixate adequately. Contact reports there was a 'break in tissue" (indicating the fastener pierced the tissue as intended.) There was no serious injury to the patient.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not fixate the mesh adequately. The sample is expected to be returned for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020. The precautions section of the instructions-for-use (IFU) supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned for evaluation. Functional evaluation of the sample could not be performed as the sample was returned depleted of all fasteners. The device handle was opened finding all components in place. No manufacturing anomalies were found. Material deformation is found on the input clutch gear. The material deformation on the clutch gear found, may result in the performance issues experienced by the user. Based on the sample evaluation and investigation performed, the root cause of the deformation is forces applied while in use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
It is reported that, during a transabdominal pre-peritoneal (tapp) bilateral inguinal herniorrhaphy procedure, a bard/davol sorbafix enhanced fixation device was used. As reported, the fasteners did not fixate adequately. Contact reports there was a 'break in tissue¿ (indicating the fastener pierced the tissue as intended.) There was no serious injury to the patient.